Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the returned stent was found to be partially deployed. The stent delivery catheter was found to be kinked/bent. The stent stabilizer was found to be kinked/bent. The stent was found to be intact. During functional inspection, stent stabilizer/catheter friction functional test ¿ fail. The device was flushed. There was friction noted due to condition of the device. Stent stabilizer kinked/bent functional test was not applicable as the defect was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. Additional information received indicated that the patients anatomy was described as 'moderately tortuous'. The device was analyzed. The stent was found to be intact . The stent stabilizer was found to be broken/fractured and kinked/bent. The stent delivery catheter was found to be kinked/bent and flattened/crushed. Significant amount of blood was noted within the stent delivery catheter and on the stent, which indicates that the continuous flush was insufficient. These defects caused friction during functional tests. It is probable that the moderately tortuous anatomy and insufficient flush may have caused the damages noted to the device and reported events during use. An assignable cause of procedural factors will be assigned to the as reported/ as analyzed events of 'stent stabilizer/catheter friction' and 'stent stabilizer kinked/bent', and to the as analyzed events of 'stent stabilizer broken/fractured during use', 'stent delivery catheter kinked/bent' as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent was deployed partially during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.